Event description:
It was reported that the patient experienced a low blood glucose of 63 mg/dl during the night and has been going low overnight consistently; the patient treated with applesauce and returned to range after counseling to avoid pretreating lows and to contact clinical support if needed. Symptoms included no reported clinical manifestations. Outcomes included resolution of the low without escalation of care. Investigation included troubleshooting and education by support staff. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.